Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4). Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of two wear stripes on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The inclination angle compares well to the recommended value in the surgical technique however the anteversion was slightly higher than the recommended value. Any resulting disruption to the stresses through the joint may have also been further encouraged by the potentially high loading through the joint due to the weight of the patient which, according to their bmi, is within the obese category. The fine scratches on the femoral bearing surface in addition to the small indentations on the acetabular bearing surface suggest that a third body was present, the source of which is unclear. It is noted that there was a loose piece of ectopic calcification around the greater trochanter, this may have been a potential source of third body debris however this cannot be confirmed without further information. Together with a potential breakdown in the lubrication of the articulation, this may have been the source of the elevated metal ions detected in the patient. It is worth noting that the patient had a mom resurfacing on their alternate hip and the contribution from this device to the patient's metal ion levels is not clear. Note also that redlux have measured the bearing surfaces and concluded that the joint appears to be performing normally. The majority of the female taper on the femoral head was in pristine condition, with only a small band of black residue near the top of the bore. Redlux measurements also indicated that there was no measureable material loss from this surface. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02254 / 2015-04531).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 to remove and replace the acetabular cup for an unknown reason. Additional information received reported patient underwent an initial left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to armd. During the procedure, a thin-walled bursa extending from attachment of gluteus maximus to femur up over greater trochanter, a loose piece of ectopic calcification around the greater trochanter, good bone around the cup, and a well-fixed cup were noted. All components were removed and replaced. Reported from (B)(6) laboratory.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 to remove and replace the acetabular cup for an unknown reason.